Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. H3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former and two needle-suture pieces that pertain to product code w8849 were received for analysis. The product code is double armed. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. The suture pieces received were inspected, and no breakage suture was observed. Even though the extremes were noted to be cut and a damaged (curly and split) probably caused by a surgical instrument. Furthermore, body fluids were also observed along the strand. As per the condition of the returned sample, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the instructions for use contained the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d4, d9, h3, h4, h6. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown vascular procedure on (B)(6) 2025 and suture was used. It was reported that sutures are snapping in vascular. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/13/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please provide an answer for each patient-event: (B)(4) captures the initial report for "reports of prolene sutures snapping in vascular" (B)(4) captures the ambiguous multiple event report. Please confirm the number of patient-event affected by this alleged deficiency. For this complaint two patients for effected in that the snapping of the 3/0 prolene¿s happened in two cases- three sutures in total however, only two were able to be collected. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If not, please create a new pc file for each patient-event. This suture (3/0) has not been reported previously; however, vascular theatres has reported a number of 6/0 and 7/0 prolene¿s snapping. This has been investigated and a teams follow call has been attended with results from the ethicon team. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? The alleged deficiency occurred on the (B)(6) 2025 for the two sutures we were able to collect. The snapping occurred when the suture was passed through tissues and pulled through and the second occurred when tying. How many devices demonstrated the reported alleged deficiency? We had three sutures however were only able to collect two- therefore we are reporting the two sutures. Were there patient consequences? If yes, please explain. There were no patient consequences that I currently know about. Please provide the product code and lot number. Suture 1 product code ¿ w8849 3-0 prolene 31mm cc-30 90cm lot number -100g8k suture 2 product code ¿ w8849 3-0 prolene 31mm cc-30 90cm lot number ¿ 101dha. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.